Event description:
It was reported that when using a prostar xl device in an unspecified vessel the device was previously flushed with heparinized saline water and during use in the patient there was no visible blood flow. The physician had doubt about the device function. It was not indicated if the device was attempted using a preclose technique or after a procedure. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the prstar xl device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report additional information received indicates: the prostar xl was attempted using a preclose technique in a common femoral artery prior to a transcatheter valvuloplasty interventional (tavi) procedure. The arteriotomy was 7 fr. After marking could not be obtained the physician repositioned the device, removed the device and flushed all ports through the control tubing with the solution and attempted to reposition the device 3 times, unsuccessfully. A second prostar xl was used to deploy the sutures and set aside to perform the procedure. The sheath was upsized to 11 fr. After completion of the index procedure hemostasis was achieved with the deployed prostar xl sutures. The physician is reported to be trained in the use of the prostar xl device.

Manufacturer narrative:
(B)(4). Indication for use. A 7fr sheath was used during attempted deployment of the prostar xl device. Evaluation summary: the device was returned for analysis. The results of the investigation did not confirm the reported experience of inability to obtain marking and the cause for reported complaint could not be determined. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Per the instructions for use (IFU) for prostar xl, stated under indications for use: the prostar xl system is designed for use in conjunction with 8.5 to 24f sheaths. And under special patient populations in the IFU it is indicated that the safety and effectiveness of this device have not been established in patients with introducer sheaths smaller than 8.5f or greater than 24f during the catheterization procedure. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of the event, exact date was not provided. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.